Event description:
This is a report of a patient who experienced a leak from their exit site during a fill cycle of peritoneal dialysis therapy. The patient was connected to the device at the time of the observed leak. The leak was said to be originating from the catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.